Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for the abdominal aortic aneurysm. All stent grafts were successfully deployed. Type ii endoleak was noted, but no specific treatment was performed. During closure, dissection at the puncture site in the left femoral artery was observed. An intimatomy was performed to treat dissection. The physician reported that the dissection in the left femoral artery was presumed to occur not at the time of gore® dryseal flex introducer sheath insertion, but at the time puncture (surflo) for small-diameter sheath (8fr) insertion. The patient presented with abdominal pain during anesthesia awakening, so contrast-enhanced CT was taken immediately after procedure. Retrograde type b dissection was confirmed from the proximal part of the device to just below the left subclavian artery. The patient will be monitored with postoperative antihypertensive management. It was reported that the entry was at the nitinol anchor part in the lesser curvature side.